Manufacturer narrative:
The c-port xa (fg-000100) and c-port flex-a (fg-000150) share the same design in respect to activation of clamping, deployment, and the energy source used to accomplish these actions. Thus, the same malfunction is noted in the two devices.

Event description:
The c-port flex-a device was prepared with a vein graft. The pa assisting in the procedure activated the c-port by turning the knob. Upon turning the knob the device broke into pieces that scattered and was accompanied by a loud noise. There was no reported adverse event either to the patient or to user/surgical personnel.